Manufacturer narrative:
(B)(4). G-2- china. Visual examination of the first picture identified a cement pouch contained in its outer pouch not opened. There are crack marks on the lower sealing. It is not possible to determine if the sterile barrier is open on the picture. The second picture shows a monomer ampoule in its opened blister. The monomer ampoule seems intact. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. Reported event did occur in an operating room or as part of a medical procedure, but review of the medical records has not been performed, as the event is not related to the medical procedure. Based on the available information, the reported event can be confirmed. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during the surgery cracks were found in the sealing of the aseptic packaging layer of the powder. The sealing was not firm. Another same pack of cement was used in the procedure. No harm was caused to the patient, the surgery was delayed for 5 min. No further information is available.